Event description:
A malfunction was reported on a pump, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump. They were also advised to call back if the malfunction happened again, which the caller understood.